Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with its operating currents within specification. However, the unit had a corroded battery tube. No low battery alerts or failed battery tests alarms were noted. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, and displacement tests. However, the device was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. No cosmetic damage was noted.

Event description:
The customer reported via phone call that his insulin pump alarmed with six failed battery tests and low battery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the battery issues. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump but the customer received a failed battery test alarm. The insulin pump was returned for analysis and a replacement device was shipped to the customer.